Event description:
A technician reports a patient with a poor outcome following bilateral refractive surgery fr mixed astigmatism. This report is for the right eye, the left eye is being reported on manufacturer report # 3003288808-2012-00066. Additional information has been requested, but not provided.

Manufacturer narrative:
During the onsite investigation, the field engineer checked the laser and found the system to be operating within specifications. A review of the logfile for the time of this patient's surgery indicated all treatments were completed to 100%; however the logfile also showed the surgeon was not following the user manual in performing energy checks. Energy checks were not performed regularly before each treatment. A root cause has not been identified, as the system was operating within specification. (B)(4).